Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicted that a 12.6mm, vticm5_12.6, -5.00/3.0/096 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Lens repositioning was performed on (B)(6) 2019 due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a longer length lens and the problem resolved.